Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient presented with aortic neck angulation greater than 60 degrees which is off-label per indications for use.

Event description:
The patient presented with severe angulation (approximate measurement unknown; greater than 60 degrees/off-label per sales rep). On (B) (6) 2010, implant of a 25-16-120bl bifurcated device and a 25-25-95rl suprarenal proximal extension. There was good flow and seal but due to the severely angled neck, the proximal extension was not conforming to the bifurcated device. A palmaz stent was placed between the bifurcated and proximal extension which straightened the devices. The patient is doing well.